Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique (described as patient made a mistake). On (B)(6) 2011, the patient experienced peritonitis, requiring hospitalization that day. On (B)(6) 2011, the patient began remedial treatment with ip injections of fortum single bag 1000mg, and amikacin 125 mg one bag alternative days. At the time of this report the patient remained hospitalized and the outcome for the event of peritonitis was resolving. It was not reported whether the patient was re-trained in aseptic technique; therefore the outcome of break in aseptic technique is unknown. Treatment with dianeal pd2 therapy was ongoing. According to the nurse, it was unknown whether the events of break in aseptic technique and peritonitis was related to dianeal pd2 ultrabag.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.